Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd angiocath¿ plus IV catheter there was an issue with foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd angiocath plus IV catheter there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
One (1) actual sample without packaging and needle cover was returned for investigation. The actual sample was subjected to visual inspection. However, loose fiber fm was observed on the catheter of the returned sample. Loose fiber fm observed on sample: the sample was sent for fourier transform infrared spectroscopy (ftir) analysis. The ftir results showed that the spectrum of the fiber was found to be cellulose. A complaint history check was not performed as the lot number is "unknown" for this complaint. Investigation conclusion: cellulose material is commonly found in paper, wood, wiper, fabric industry and similar materials. Upon further investigation, the fiber could have been transferred from the manufacturing environment during product handling or the assembly process. Job aid for housekeeping standard in insyte assembly and packaging process had been established. A communication will be conducted to all manufacturing associates to raise awareness on both nonconformance, proper gmp and housekeeping procedures. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.